Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
The customer reported the device failed while in use on a patient. The device was in use on a patient at the time of the issue, however no patient harm was reported.

Manufacturer narrative:
G4: 26oct2020 b4: 29oct2020 the customer clarified that during the issue, the ventilator showed the following errors: check vents blower stalled, check vent ventilator restarted, check vent backup alarm failed, check vent aux supply failed, check vent 35v supply failed, and patient circuit occluded. The ventilator was treating a patient at the time of the issue. The unit was immediately swapped out and there was no harm to the patient. The field service engineer (fse) confirmed the reported problem. The fse replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12feb2021. B4:14apr2021. The removed power management board was received for internal failure investigation. The board was installed onto a test ventilator in an attempt to duplicate the reported failure. Through testing, the customer's complaint was verified. It was determined that the r31 solder joint was fractured which caused the ventilator to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.